Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available as frequency of use is unknown and conditions of use is unknown. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during an unknown time. No adverse event was reported. Attempts have been made and no further information is available.